Event description:
President of a firm that recently received 510(k) approval for an in-pool treadmill reports that there is an individual planning to market a similar device but is not registered with FDA nor has he submitted a 510(k) application.